Manufacturer narrative:
The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A doctor reported a patient with a small sliver of capsule material remaining following laser assisted cataract surgery. The patient had a very dense white cataract. The doctor stated it was laser related because the sliver was noticed as soon as trypan blue was injected to stain the capsulotomy. The sliver only went circumferentially and not posteriorly. A vitrectomy was not require and the originally planned lens was placed. The doctor stated the patient should be fine with no expected complications.